Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier evaluation revealed the following: unit as received had an error code 13 stored in the error stack. Unit was subjected to the enhanced burn in per kop - 374. Unit failed the 12 hour burn in (unit resets) video board needs to be replaced power supply requires update per dcr 9236. Fix: updated power supply per dcr 9236. Replaced video board tested per qak-009/4 trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigaiton a follow up report will be filed

Event description:
No power output from the device connected to the cable (80-1791/sn:(B)(4)) was noted when it was used at the surgery. When the device was activated, there was abnormal noise with the red lamp blinking. After the power switch was off and on, it worked as usual. However, on the next day of the surgery, the same event occurred again. There were no adverse consequences to the patient. As of today, no delay greater than 30min was reported.